Manufacturer narrative:
Insulin pump had no button error alarm noted. Up arrow button did not response due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is button error alarm. Customer also states that she broke he holster. The blood glucose reading is 112 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.